Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on march 9, 2017 from the local representative. The local representative was notified that this device and electrode had been explanted due to infection. The exact date of the procedure in (B)(6) 2017 was not available. A replacement single chamber ICD device and transvenous right ventricular (rv) defibrillation lead was implanted on (B)(4) 2017.